Event description:
Litigation papers allege since the surgical implantation of the asr xl acetabular sys in his left hip, pt has suffered symptoms including but not limited to swelling, inflammation, hip pain, loosening of the device, infection and problems sitting, standing and moving up and down stairs, as a result, on or about (B)(6) 2008, pt required surgery to remove the asr xl acetabular sys from his left hip and replace it with an antibiotic spacer. Update: (B)(6) 2011 - part/lot numbers identified from med records.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.